Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "broken/loose cable." The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during a da vinci assisted surgical procedure, the 8mm permanent cautery spatula had a broken cable. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.